Manufacturer narrative:
It was reported that the surgeon used chloraprep to prep and clean the skin prior to using the topical skin adhesive. No allergy tests were performed for topical skin adhesive or ingredients. The patient has no symptoms currently and the patient¿s skin has returned to normal. The surgeon opined that the reaction clearly looked like contact dermatitis from the topical skin adhesive.

Manufacturer narrative:
(B)(4) conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that he underwent a left total hip replacement on (B)(6) 2015 and topical skin adhesive was used at the incision site and covered with a (B)(4) bandage. The patient complained of itching at the incision on (B)(6) 2015 and was discharged that same day. On (B)(6) 2015, a home care nurse removed the (B)(4) bandage for the first time. Redness and tiny blisters were visible when the mesh was lifted on the left side. The mesh was trimmed away from left side of incision and bottom right corner of mesh where more blisters were visible. Additional irritation and less prominent inflammation went beyond the mesh. The patient called the physician's office on (B)(6) 2015 and was started on benadryl to help with itching. During the scheduled home nurse visit on (B)(6) 2015, the mesh was removed and affected area was bathed. On (B)(6) 2015, the patient started hydrocortisone cream on the uncovered area, but not the incision area, based on recommendation from the home care nurse. At the follow-up visit to the physician on (B)(6) 2015, irritation, rash and blistering was markedly improved and resolved. Additional information has been requested.